Event description:
It was reported that the patient presented in patient at the hospital. Upon review, the pacemaker was under-sensing atrial fibrillation episodes. Programming changes were performed. The patient condition was unknown.